Manufacturer narrative:
Additional information was received on (B)(6)2021. It was reported that the female patient was 81 years old (48kg). The physician¿s opinion on the cause of this adverse event was that it was patient condition related. The physician considered that since the patient had severe anemia, hemodynamics might not have been maintained. Patient outcome of the adverse event was improved. It was not reported that the patient required extended hospitalization because of the adverse event. There was no evidence of steam pop because ablation was not conducted when the event occurred. Therefore, processed a2. Patient age at the time of event, a2. Age unit, a3. Gender, a4. Weight of the patient, and a4. Weight unit. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)in the 3500a initial it was reported that the patient had a history of severe anemia; however, during an internal review on (B)(6)2021, it was observed that b7. Medical history/preexisting condition was not processed. Therefore, added this information to this field.

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30459698l number, and no non-conformances related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient with a history of severe anemia underwent an atrial fibrillation (afib) ablation procedure with a pentaray nav high-density mapping eco catheter. The patient suffered cardiac tamponade and pneumothorax requiring intubation. The event occurred after transeptal puncture and during mapping with pentaray nav high-density mapping eco catheter. The patient¿s oxygen saturation decreased, and blood pressure decreased. Oxygen saturation was resolved by intubation. Tamponade confirmed by echo and the pneumothorax was confirmed by fluoroscopy, but there was no pathology. Test ablation was discontinued and the patient was then monitored in the intensive care unit (ICU). The physician commented that not tamponade, relationship not known unless tested. On follow up the physician commented that since the patient had severe anemia, hemodynamics might not be maintained. On follow up on he patient's condition, additional information was provided on 2/25/2021 stating the patient became stable on the day of addition. The patient was extubated, and the patient is now transferred to a general ward. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The reporter stated the event occurred after puncture, during mapping by the pentaray nav high-density mapping eco catheter. There is no mention of the thermocool® smart touch® sf bi-directional navigation catheter being used; therefore, assessed to report the event under the pentaray nav high-density mapping eco catheter and the thermocool® smart touch® sf bi-directional navigation catheter was assessed as a concomitant.